Event description:
I had skin laser resurfacing done under my eyes by a dr. The laser was provided by (B)(6). It was a sharplan co2 laser. I had deep indentations where the laser hit and significant fat loss all over my face. The right eye was treated more aggressively and that eye lost most of the fat underneath it. The right side of my face also deflated from the loss of volume including the temple. The left side was treated less aggressively but I lost significant fat on that side as well but not in the same pattern as the total deflation on the aggressively treated right side, the malar fat pad became visible.